Event description:
Information received by medtronic indicated that the customer reported low battery alarm on pump prior to expected 7 days of battery use. Troubleshooting was performed it was reported customer received a low battery alert prior to replace battery alert or replace battery now alarm and it was less than 8 hours from low battery alert to replace battery alert/replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j6 / pcba 2 j1 / force sensor/motor]. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 03/04/2024 at 20:42:00.000. Force sensor zero offset (not within) specification (9.8mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and cracked belt clip rails. Critical pump error (open book image) alarm confirmed during analysis because of fatal pump error 35. Pump error 35 confirmed in the pump history files due to moisture damage at the force sensor. Unable to verify unexpected battery power loss due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.